Event description:
It was reported that the patient felt there was some interruption of therapy and was wondering if it could be caused by his wireless ear piece. It was reviewed that there wouldn¿t be any issues anticipated. The patient was wearing it in the opposite ear from the stimulator. The patient¿s device did not have a magnetic reed switch in it. The patient was redirected to his physician. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3387s-40, lot# va07sq6, implanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# va05gwd, implanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported that the patient had no concerns with his device or therapy and his issues were resolved after receiving assistance. The patient had appointments in (B)(6).